Manufacturer narrative:
Weight missing in initial report 97 kgs.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and this event of hospitalization with associated symptoms of urgency hypertension, shortness of breath and fluid overload. It is well established that contributory comorbidities including hypertension and vascular compromise (vasculitis) can put the pd patient at risk for fluid overload. The cause of the patient¿s symptoms cannot be determined at this time. Due to the patient¿s comorbidities and a lack of evidence this event was associated with pd therapy, it can reasonably be assumed the patient¿s symptoms, diagnosis and associated hospitalization may be due to a the effects of end-stage renal disease and the inability to efficiently remove fluid. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient requested how to remove a catheter adapter after being hospitalized. The patient stated the nurse added an adapter for a baxter bag, which required removal for cycler treatment. Upon follow up, the patient¿s pd registered nurse (pdrn) reported the patient was admitted to the hospital for urgency hypertension and shortness of breath. It was reported the patient had transitioned from hemodialysis therapy to continuous cyclic pd therapy two weeks prior (exact date unknown) and the patient ¿felt funny¿ during the entire course of two weeks. The etiology of the patient¿s symptoms was unknown, yet the patient was able to successfully undergo ccpd therapy on the liberty select cycler at home, prior to this admission, without any reported specific adverse events. During the hospital admission, the patient was able to undergo ccpd therapy on a hospital provided baxter cycler and baxter adapter connected to a non-fresenius pd catheter without incident. The patient was diagnosed with urgency hypertension and fluid overload. Both diagnoses could not be confirmed if they were related to pd therapy yet there was no report these events were related to pd therapy. It was confirmed that the diagnoses of urgency hypertension, fluid overload and the associated hospitalization were not due to a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). The patient has recovered from this event and was discharged on (B)(6) 2020. The patient¿s past medical history includes end-stage renal disease, preexisting hypertension and vasculitis.